Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. No physical damaged was found on the device. As a result of checking the error history log, it was confirmed that there was a record of occurred nda during pump operate on (B)(6) 2024. Functional testing could not confirm the customer reported issue. Root cause was possibly due to a defective downstream, upstream sensor or cassette product. Preventively, replaced the downstream sensor, and upstream sensor re-calibration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a cassette removal alarm occurred. An alarm sounds during self-check when the power is turned on. The fault occurred during checking before in use with the patient. No harm/adverse event reported.